Event description:
The complaint received states that during insertion one orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510 / 15788950), one orbit galaxy complex fill 5x10 (640cf0510 / 15794694) and one orbit galaxy complex fill 6x15 (640cf0615 / 15782738) stretched. The coils were stretched during inserting into the target aneurysm. There was no report of injury for the patient. The same difficulty occurred with all three products. Neither the complaint devices nor the concomitant devices kink/bent prior to the reported events. There were no noted damages to the devices after removal from the patient. An unknown sl-10 microcatheter was used. No coils were successfully used prior to the events with the same microcatheter. Only the reported products were removed and there was no loss of target site. The target coil was successfully placed with the same microcatheter after the reported events. The resistance was felt during repositioning. The microcatheter was not repositioned over the coils. It is unknown if there was a 1:1 relationship during positioning. The target was a right distal ica. No other information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15794694 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The complaint received states that during insertion one orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510 / 15788950), one orbit galaxy complex fill 5x10 (640cf0510 / 15794694) and one orbit galaxy complex fill 6x15 (640cf0615 / 15782738) stretched. The coils were stretched during inserting into the target aneurysm. The same difficulty occurred with all three products. Neither the complaint devices nor the concomitant devices kink/bent prior to the reported events. There were no noted damages to the devices after removal from the patient. An unknown sl-10 microcatheter was used. No coils were successfully used prior to the events with the same microcatheter. Only the reported products were removed and there was no loss of target site. The target coil was successfully placed with the same microcatheter after the reported events. The resistance was felt during repositioning. The microcatheter was not repositioned over the coils. It is unknown if there was a 1:1 relationship during positioning. The target was a right distal ica. No other information is available. There was no report of injury for the patient. (B)(4). A non-sterile orbit galaxy tight distal loop complex fill coil 5 x 10 was received coiled inside of a plastic bag. The hypotube was inspected and it was found severely kinked. The introducer was not received for evaluation. The support coil and gripper were inspected. The support coil was found kinked. The gripper was found without damage while the embolic coil was found stretched. The support coil, gripper and embolic coil were inspected under microscope; the support coil was found kinked; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil-unraveled/stretched-during placement¿ was confirmed during the microscope analysis. The cause of the failure experienced by the costumer and the damages found on the device could be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4). That prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. (B)(4). A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were inspected found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - unraveled/stretched-during placement¿ was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally inspections are in place ((B)(4)) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. (B)(4). A non-sterile orbit galaxy tight distal loop complex fill coil 5 x 10 was received coiled inside of plastic bag. The hypotube was inspected and it was found without damage. The support coil, gripper and part of the embolic coil were found inside of the introducer, the rest of the embolic coil was received outside of the introducer and it was found stretched. The device was inspected under microscope and noted that the embolic coil was received outside of the introducer and it was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ stretched¿ was confirmed during the analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The reported complaints were confirmed on analysis; however, not related to the manufacturing process. One hundred percent inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information available suggests that procedural issues may have contributed to the confirmed events. (B)(4), report 3 of 3.